Event description:
The customer reported that while pipetting a microwell plate on summit, the operator reported that no sample or diluent was pipetted into microwell position a8. No error was generated. No death or serious injury was associated with this incident.